Manufacturer narrative:
A patient was scanned for lumbar spine study using a cervical thoracic lumbar (ctl) coil. The patient was placed in the bore feet first in a supine position; hands and arms were placed overhead resting on 2 pillows. Patient was unable to lay head first in MRI due to body size. According to the mr tech, following the scan the patient had no complaints of discomfort or burning. The patient returned to the site on (B)(6) (original study date was (B)(6)) to pick up a copy of her MRI images, and she stated to the mr tech that she believed the MRI caused a burn on her left forearm. The patient also told her doctor about the possible burn during her regular appointment a day or so after the scan. Patient was treated with antibiotics by her doctor. No pictures were taken. The mr tech stated that most of the patient's left forearm showed redness with the worst being near the elbow. The tech reported this to her manager and an incident report was filed. A service call was placed to toshiba. The customer engineer went to the site and inspected the coil and found no obvious problem. The customer site reported no other problems it has been determined by the manufacturer that this issue is user error, i.e., that the patient's arm may have come into contact with the bore causing the burn. Please note that there is adequate instructions in the operation manual to avoid a burn to the patient as follows: "do not allow the patient to come into direct contact with the inner walls of the gantry (qd whole body coil) , qd head coil, or qd knee coil. Electrical fields are concentrated at the point of contact , and burn injury may result. If there is a possibility of contact , separate the patient from the coil by at least 10 mm using foam pads in the full compressed state."

Event description:
Approximately one week after a scan, a patient allegedly stated to the mr tech she had a possible burn on her left forearm.